Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 415 mg/dl at the time of the incident. Customer also reported that there was long crack across the back of the insulin pump. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Unit passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case. (B)(4).